Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and elevated thresholds, which the physician suspected to be a result of newer onset ischemia at the tip/tissue interface. Subsequently, during replacement of the cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion, the rv lead was surgically abandoned and a different lead was implanted. No adverse patient effects were reported.